Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male broke out into an itchy rash that caused his skin open and ooze. The patient's doctor told him to leave the lifevest off until the rash healed. Follow up indicated that the rash improved with the lifevest off. The patient ended use of the device.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.